Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, the customer noted that this issue was intermittent. After hearing that, tac noted that dispatching an fse would not necessarily resolve the issue as it may not be present during the time of the visit. Tac provided to provide a series of trouble-shooting options to help resolve the issue. The customer noted that she will have her tech. Take a look monday and follow up it needed. No further response had been received at this time. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera ii video system center was experiencing an imaging issue in 2 different rooms. She requested an olympus field service engineer (fse) be dispatched to the user¿s facility to examine the cabling and ensure it¿s connected correctly. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This is report 1 of 2.